Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing, low amplitude and high pacing threshold measurements during the last year. X-ray imaging was reviewed, and no obvious signs of lead movement were observed but the physician suspected a potential right ventricular (rv) lead dislodgement. Consequently, the rv lead was explanted and replaced. Additionally, the ICD was explanted, and a new non-boston scientific device was implanted. No additional adverse patient effects were reported. The physician decided not to return the explanted ICD device for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing, low amplitude and high pacing threshold measurements during the last year. X-ray imaging was reviewed, and no obvious signs of lead movement were observed but the physician suspected a potential right ventricular (rv) lead dislodgement. Consequently, the rv lead was explanted and replaced. Additionally, a new non-boston scientific ICD device was implanted. No additional adverse patient effects were reported. At this time, it is unknown if the old ICD device was explanted or abandoned in the patient. Additional information was requested to the field.